Manufacturer narrative:
The customer complaint that the returned syringe module failed multiple times in service for the same issue was not confirmed or replicated during testing. Plunger force accuracy testing was performed using alaris system maintenance v10.33. The test was performed three (3) times with passing results after each test. The returned syringe module was also programmed for a test infusion and allowed to infuse in excess of 48 hours with no alarms or errors occurring during the test infusion. The syringe module was also routed to the bd repair depot and was tested for calibration, preventative maintenance, and plunger force accuracy. No errors occurred during testing. Review of the syringe module event and error logs was performed. Review of the event logs could not confirm any syringe selections or infusions being started through the duration of the logs. Review of the error logs confirmed no channel error occurring through the duration of those logs a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported that a new syringe module failed testing on force verification test x2 and the split nut closed test x1. The module was sent in to service 3 times, complaint received from tech service. There was no report of patient involvement.